Event description:
Pt underwent a right axillary node dissection and re-excision of margins on 6/21/96. A 10mm drain was placed in axilla subq tissue and was closed. J-tubing was anchored with one stitch. On 6/26/96, surgeon removed the stitch and gently pulled the drain out. Only three inches of the eleven inch drain came out. On 6/26/96, the surgeon explored the axilla for the drain and was unable to find it using fluoroscopy.